Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that a persona patella provisional was mistakenly implanted in the patient. The surgeon noticed the error intraoperatively and the correct device was implanted.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report will be amended when our investigation is complete.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.